Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted. The helix would not fully retract. When the lead was removed, it was observed that the helix was bent. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).